Event description:
A customer reported a heat or electrical issue with their insulin pump, resulting in a burn mark on the skin where the pump had been placed overnight. There was no adverse impact to the customer's blood glucose level, and no temperature alarms were recorded in the pump's history. The pump was functional, but a replacement was provided, and the customer was advised to monitor the system and report any recurrence of the issue.